Event description:
Customer reported the images were out of focus. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier. System operates as intended.